Event description:
Pt with coumadin-treated coagulopathy off coumadin for three days prior to surgery had spine procedure. Cannula breached left pedicle medial wall due to medial positioning. Pt was neurosurgically intact for 8 hours post-op. At 8 hours, a heparin bolus was given to re-establish anti-coagulant therapy; the pt began to weaken and lose sensation in the lower extremities within the hour. During decompression, an epidural hematoma at the treated vertebral level was discovered and evacuated. Pt began immediate improvement post-op and is expected to recover fully.